Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device serial number was incorrectly registered to a different patient in another state. It was confirmed that the device was registered and enrolled incorrectly. The patient profiles and serial numbers were updated in the remote monitoring network and the network remains in use. No patient complications have been reported as a result of this event.